Manufacturer narrative:
The insulin pump was received with half broken off reservoir tube lip with loose reservoir tube o ring noted. The insulin pump also had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that while at healthcare professional's office, reservoir was being changed and reservoir compartment broke causing damage to o-ring. Customer's blood glucose was 128 mg/dl. Customer reported that insulin pump was not working properly. Customer was advised that insulin pump would need to be replaced.